Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for two patients. The results were not reported out the lab. The following data from 09may2024 was provided (reference range 133-146 mmol/l): sid (B)(6) initial result <100, repeat 137 mmol/l sid (B)(6) initial result 141, repeat 117 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review and labeling review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends. Device history record review did not identify any nonconformances related to the complaint issue. Review of product labeling found adequate information regarding the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for two patients. The results were not reported out the lab. The following data from (B)(6) 2024 was provided (reference range 133-146 mmol/l): sid (B)(6) initial result 100, repeat 137 mmol/l. Sid (B)(6) initial result 141, repeat 117 mmol/l. No impact to patient management was reported.